Event description:
The patient stated that for the past year her blood glucose has been very erratic. She stated her blood glucose has ranged from 40-416 mg/dl. Her target blood glucose range is 70-180 mg/dl. She stated that when her blood glucose is high, she boluses through her infusion device and when her blood glucose is low she will drink juice and eat a cookie. Hyperglycemic symptoms include: tired, grouchy, moody, and frequent urination. She stated, she feels like she is going to pass out when her blood glucose is low. The patient stated, she has been using her abdomen as an infusion site since 1997 and she was educated on the possibility of having scar tissue. She stated that her infusion sites are saturated with insulin during her erratic blood glucose events. She was advised to speak with her physician regarding alternate infusion sites. Upon follow up the patient stated, she was not changing her infusion site every 48 hours, instead she would wait until the site would sting or burn to change it. She also stated, she was not pinching the skin up upon insertion. The patient did not require assistance from a healthcare professional or second party to address the issue. Replacement product was sent to the patient. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.